Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer loaded a new cartridge to resolve the issue. Customer resumed to use the pump for insulin delivery. The customer's blood glucose was 385 mg/dl.